Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4), the device was discarded.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the active blade broke off the device. There were some error codes. The device was unscrewed and re-assembled to the hand piece and it was working fine. They went back into the trocar; came in and out a couple more times. Once when they pulled it out, they noticed only the jaw clamp was moving; the active blade was off. The surgeon could not determine if it came off while taking the omentum down or during insertion and removal from the trocar. No error code was noted on the generator during this time. The blade has not been located; it is unknown if the blade remains in the patient.